Event description:
Customer reportedly obtained a result of 91 mg/dl on advantage system 1 while testing 401mg/dl, 383mg/dl, and 427mg/dl on advantage system 2 within 10 minutes. No treatment info provided. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
This medwatch is for suspect device in advantage system 1. (B)(4).